Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva blood glucose results of 24.8 mmol/l, 10.1 mmol/l, and 9.8 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.